Event description:
On (B)(6) 2012 the reporter contacted animas alleging that for the past 2-3 weeks the up button on the pump has required multiple presses and that today, it stopped working all together. The reporter is not able to access any screens. The keypad is reportedly intact and any trauma to the pump is denied. The pump is worn attached to a belt and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.